Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the there was no flow through a one link IV connector. This occurred when the nurse attempted to flush. The event was further described as a clog; however, it was not reported what was clogging the device. The one link connector was being used with a peripherally inserted central catheter (PICC) line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.